Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in operating room for lead explant. Inappropriate ams episodes were observed due to atrial lead noise. Lead was explanted and replaced. Patient is doing well and will continue to be monitored with routine follow up.